Event description:
It was reported that the wire came out from the sheath. The patient underwent angioplasty of the right internal carotid artery. During the delivery of the 190 cm filterwire ez embolic protection and the transposition of the lesion, the filter could not be recaptured. The x-ray images showed a 'loop' of the filter still covered by the retrieval sheath. When attempting to recapture the filter, it broke off and became stuck inside the carotid artery. During the removal using the retrieval sheath, the filterwire remained in the patient. The device was pulled and was eventually removed. Upon inspection, the wire had come out of the retrieval sheath in a 'loop' shape, making it impossible to remove. The procedure was completed with another device of the same type. No complications were reported, and the patient was stable.